Event description:
A female patient developed a small infectious corneal ulcer while using renu with moistureloc multi purpose solution. The ulcer was not located in the central 4mm of the cornea. No culture was performed on the ulcer. The treatng physician reported that the patient's condition resolved and did not result in a decrease in visual acuity following treatment of vigamox q2h. No further information was provided.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual cirucmstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.